Manufacturer narrative:
Qn#(B)(4). Per DHR the product 24 ea isi da vinci s 8mm obturator lot # 73a2100003 was manufactured on 01/04/2021 a total of (B)(4) pieces. Lot was released on 01/19/2021. DHR investigation did not show issues related to complaint. From the pictures attached it was confirmed the defect reported by the customer "incomplete seal - sterility compromised". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 samples were taken from the current production p/n 420023 24 ea isi da vinci s 8mm obturator, lot # 73a2200754, the samples were visually inspected and issue reported " incomplete seal - sterility compromised" was not observed in the current manufacturing process. Revision of fmea-10-080 rev 03 was performed and the failure mode is already including it, no update is required. Failure mode "incomplete seal - sterility compromised" could be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Failure mode "incomplete seal - sterility compromised" could be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.

Event description:
Intuitive surgical detected failed sterile barrier at incoming inspection. The failed sterile barrier appears (pictures) to be due to a poor heat seal. Intuitive surgical complaint number (B)(4).

Event description:
Intuitive surgical detected failed sterile barrier at incoming inspection. The failed sterile barrier appears (pictures) to be due to a poor heat seal. Intuitive surgical complaint number (B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.